Event description:
As reported via legal notification, the patient had an initial right tsa with capsular release on (B)(6) 2019. In may 2021 the patient had increasing pain and lost all functional use of her right arm. Radiographs were consistent with a catastrophic failure of the glenoid component with severe glenoid bone loss, left shoulder pain, and partial thickness rotator cuff tear. The decision was made to proceed with a revision. On or about (B)(6) 2021, the surgeon performed the first of a two-stage procedure with a custom glenoid implant. The surgeon performed a right shoulder removal of the loose glenoid component, right shoulder removal of the well-fixed central glenoid cage, right shoulder synovial biopsy, right shoulder extensive debridement and resection of metallosis, right shoulder removal of loose peripheral pegs, right shoulder bone grafting to the glenoid and proximal humerus, and right shoulder revision of the humeral component with exchange of the replicator plate and humeral head. The pre and post-op diagnosis included right shoulder catastrophic failure glenoid prosthesis. On or about (B)(6) 2021, the surgeon performed the second stage of the two-stage procedure. The surgery included a right revision reverse total shoulder arthroplasty with humeral component exchange and glenosphere exchange. The post-operative diagnosis was right shoulder failed reverse tsa with dislocated polyethylene component.

Manufacturer narrative:
Pending investigation. D10: 5933903, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 5813677, 300-10-45 - equinoxe replicator plate 4.5mm o/s. 5917635, 300-20-02 - equinox square torque define screw drive kit. 5546430, 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 4269897, 314-13-32 - equinoxe cage glenoid s, post aug, right. 2029019143, a10012 - gps implant k.